Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and there were differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer's blood glucose value was 64 mg/dl and the sensor glucose value was 120 mg/dl at the time of the incident. The customer reported hypoglycemia was treated with glucose and glucagon. The event involved product(s) mmt-1886. Troubleshooting was performed for low blood glucose event, the difference between sensor glucose and blood glucose values was 56 mg/dl and it was beyond 30% limit. Troubleshooting was not performed for low blood glucose event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose value of 64mg/dl versus a sensor glucose value of 120mg/dl. Pump was suspended for the low. Troubleshooting was done for the sensor glucose versus blood glucose issue. Please see case-(B)(4) for the documentation of the low and treatment of the low with glucagon. There was no treatment with glucose. Troubleshooting was done for the low in case-(B)(4). Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.